Manufacturer narrative:
Product analysis: the valve remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34-millimeter (mm) transcatheter bioprosthetic valve, implant occurred without difficulties. A post balloon aortic valvuloplasty (bav) was performed as the valve was slightly underexpanded. During the balloon inflation the valve dislodged. The valve was snared above sinotubular junction and a second valve was implanted without issue. No additional adverse patient effects were reported.